Event description:
The customer reported cartridges getting stuck when inserted into the pump. There was no reported impact to the customer's blood glucose level. The customer declined follow-up and further information about the event's outcome was unavailable.